Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) hybrid - overstress-electrical/arcing. Arcing occurred during a charge on the hybrid and resistor of the transformer secondary circuit. The damage created by the arcing created a low impedance path on the hybrid. This caused high current drain, which depleted the battery and left the device non functional. The electrical over stress appears to have originated between layers of the hybrid. No cause for the arc can be determined.

Event description:
It was reported that telemetry could not be established. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.